Event description:
After the first injection ((B)(6)2016) in both knees was given over next few hours started having a very intense hot, burning pain in both knees- pain lasted abut 24 hours. Second infection ((B)(6)) in both knees, pain was more intense (in both knees) and lasted for 6 days. I decided with the doctor not to get the third injection n the series because of these effects.